Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked at the proximal end upon removal from the hoop. The kinked 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.

Manufacturer narrative:
Results: upon first evaluation, the strain relief was offset. The strain relief was unwound by a penumbra investigator to reveal the proximal shaft was fractured underneath the strain relief. Conclusions: evaluation of the returned device revealed it was fractured under the strain relief. This type of damage typically occurs due to forceful withdrawal from the packaging hoop at extreme angles. 5max aces are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.